Manufacturer narrative:
Failure event observed during analysis. A partial lead was returned in two pieces. Internal insulation abrasion was noted at 14.9-15.8cm, 15.4-16.8cm, 29.5-29.7cm, and 30.5-30.8cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 3.8-4.0cm from the distal tip, breaching the re/rv cable lumen. The svc shock coil was noted to be dislodged at the proximal end.

Event description:
This report is to advise of an event observed during analysis.